Event description:
As reported: "2.5 x 450mm drill bit tip broke. A new drill was utilized to complete the procedure."

Manufacturer narrative:
The reported event could be confirmed. The device inspection revealed the following: the device was returned and the tip of the drill is indeed broken. The surface of the breakage shows traces of overloading. The bending of the drill while it rotates can indeed generate very high forces (due to the level arm) at the tip of the drill, leading to the reported breakage. The user has to give extra precautions especially because of the length of the device. Based on investigation, the root cause was attributed to be user related. The failure was caused by over bending the device during use. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
As reported, "2.5 x 450mm drill bit tip broke. A new drill was utilized to complete the procedure."